Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had alarmed power failure. Customer did not recall blood glucose at the time of incident. Troubleshoot was not performed. The insulin pump will not be returning for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 24 was noted during testing. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with minor scratched display window and case.